Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the channel repeatedly disconnected when going over bumps during patient transport. This resulted in the interruption of the 3% saline fluid. The customer suspects a channel disconnect related to an iui malfunction. No patient harm reported.